Event description:
Customer reportedly received results of 81 mg/dl and 285 mg/dl within 10 minutes on the same device. No low or high blood symptoms reported. No action was taken based on device results. No adverse event reported. Controls were run 2 weeks ago and were in range. Requested return of suspect device and replacement was sent.